Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter tip detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). During percutaneous transluminal angioplasty (pta), an atlantis¿ 018 imaging catheter was used to visualize the lesion. Flushing was first done with the device then a 018 thruway guide wire catheter was first inserted into the patient¿s body, subsequently, the physician tried to insert the atlantis¿ 018 imaging catheter, however, the physician noted that there was something wrong with the device. The device was checked and it was found out that the distal tip of the catheter was detached. The complaint device was never inserted into the patient¿s body. The procedure was then completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that a catheter tip detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). During percutaneous transluminal angioplasty (pta), an atlantis¿ 018 imaging catheter was used to visualize the lesion. Flushing was first done with the device then a 018 thruway guide wire catheter was first inserted into the patient¿s body, subsequently, the physician tried to insert the atlantis¿ 018 imaging catheter, however, the physician noted that there was something wrong with the device. The device was checked and it was found out that the distal tip of the catheter was detached. The complaint device was never inserted into the patient¿s body. The procedure was then completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, the following were observed: the hub, telescope and imaging core assembly were missing when the catheter was returned. Distal tip assembly was detached and missing when observed during visual analysis. The missing distal tip was measured 0.5cm during visual analysis. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).